Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received and is under evaluation. Once the evaluation is received any further information will be submitted in a supplemental 3500a form.

Event description:
International affiliate reports that the device split down the side two weeks after placing the device in service. No adverse event noted.